Event description:
It was reported that the programmer generated a "serious" programmer error. Follow-up determined that the programmer booted to the error and that there was no patient involvement. The programmer was returned for service. It was further requested that the programmer be uploaded with the latest software.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and it was further noted that there was a loose electrocardiogram [connector] on the link electronic module (lem) board and the lem board was replaced and calibrated to resolve. It was also noted that the hard drive health was less than 100%, the display sags down, the lower case was worn, the system fan was noisy and there was a broken tab on the power cord bay door. All found defective parts were replaced and the hard drive was also reimaged. Concomitant medical products: product ID 229047, software analyzer. (B)(4).